Event description:
It has been reported that a male developed slight localized redness under the biopatch. The irritation did not progress to skin breakdown. It was further reported that the event was noted with the first dressing change after 7 days. Chg was used and may not have been allowed to dry fully. No treatment was indicated and after removal, an alternative product was used.

Manufacturer narrative:
The involved device is not available for return. An investigation has been initiated based on the reported information.